Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that upon noticing some wetness on his clothes, pt removed his sensor and discovered some clear liquid coming out of his insertion site. Pt happened to be visiting his wife at the hosp and so decided to consult with a nurse who tended to his irritated skin. Upon sensor removal, a pinkish ring, where the sensor's adhesive patch was located, could be seen on his skin. However no liquid was coming out anymore and the site did not look infected.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.